Event description:
It was reported that during use, the device exhibited an alarm for no disposable. After troubleshooting, the pump went back to run and the patient later noticed that the pump was still displaying resolution volume 87.5ml. The pump settings were confirmed and the pump appeared to be running correctly, but was not changing the settings. The patient was unable to tell if there was medication left in the bag. The patient had an appointment to have the pump removed. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.